Event description:
It was reported that the lens was explanted due to poor vision with the intraocular lens (iol). Lens was removed from the eye and there was a slight incision enlargement. Lens was replaced with the same model. A suture was used. No patient injury.

Manufacturer narrative:
Visual inspection revealed several scratches on the surface of the intraocular lens (iol) which was determined to be made by customer handling. No additional optical deviations could be found. The intraocular lens (iol) passed all the acceptance criteria for all tests which were performed, and within all specification during the manufacturing process. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Method code: - manufacturing record review indicated that the production order passed all acceptance criteria for all tests performed and is within all specifications. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.